Manufacturer narrative:
Lifescan has requested the return of the subject meter for evaluation, but has not yet received it. If the meter is returned, lifescan will evaluate it and, if the meter does not pass inspection, lifescan will inform FDA of the results in a supplemental report.

Event description:
The patient obtained blood glucose readings in the "12's" and her usual blood glucose readings are around 7 mmol/l . Patient did not realize that the meter was set in the wrong unit of measurement (mg/dl). The patient may have been seeing a reading of around 120 mg/dl and misinterpreting it as 12 mmol/l. Patient contacted her nurse who checked the patient's meter and mentioned that her meter was inaccurate and gave the patient one of her meter's to borrow. Nurse did not change the patient's medication. Within 10 minutes, patient received a reading of 6.9 mmol/l on another meter. Meter was originally set to mmol/l and the patient does not recall going into the set up mode. Test strips were in good condition and not expired. The codes matched. The control solution the patient had been using was expired. This case is being reported as a malfunction, since the incorrect unit of measurement appears to be a 'spontaneous occurrence' that is not caused by changing the battery, or by the patient accidentally changing the settings.